Event description:
During final tightening in a l3-s1 anterior-posterior fusion procedure, the tip of the screwdriver broke. The broken tip was discarded after the procedure was completed. All pieces were retrieved from patient. There was no harm to the patient noted.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The driver tip is fractured with approximately 6mm of material missing at about a 45 degree angle. The driver fractured due to excessive torque applied during final tightening. There is no evidence as to whether or not the torque-limiting handle was used during the final tightening step of the procedure. The design risk assessment is adequate for the intended use.